Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to leakage from the scope connector. The foreign material was some type of simethicone product, however it was unable to be identified any further. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the light cover glass was chipped, the light cover glass adhesive was worn, the optical cover glass was stained, the optical cover glass adhesive was worn, the distal end adhesive was lifting, the switch 1 was worn, the scope connector was not airtight, and the up, down, left, and right angulations were out of specification with play evident. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite colonovideoscope was producing a blurry image. The issue was found during regular maintenance. There were no reports of patient harm. During evaluation at olympus, it was found there was foreign material in the auxiliary channel. There were remnants of a white crystallized contamination believed to be a simethicone type product. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.